Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2016. Patient is currently not experiencing the issue and will call back if further assistance is needed. No injury or medical intervention was reported.